Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿developed a face full of nodules, looks horrible like popcorn growing out of [their] skin; it is hard and firm¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings- injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. Precautions- in order to minimize the risks of potential complications, this product should only be used by health care practitioners who have appropriate training, experience, and who are knowledgeable about the anatomy at and around the site of injection. As with all transcutaneous procedures, juvéderm® ultra injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events- table 1 and 2. Injection site responses by maximum severity and duration occurring in > 5% of treated subjects (number/% of subject nlfs). Possible treatment site reactions include: redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. Other safety data: postmarket surveillance- the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported a patient was injected by a non-healthcare professional in the glabella, forehead, crow¿s feet and ¿all over [the] face¿ with an unspecified amount of juvéderm voluma® xc, juvéderm® ultra, juvéderm® ultra plus, and an unspecified juvéderm® over the course of 11 years. At an unspecified time later, the patient has developed "a face full of nodules, looks horrible like popcorn growing out of [the] skin; it is hard, firm." At an unspecified time, the patient had 2 treatments with fluorouracil 5-fu. No additional information was provided. This is the same event and the same patient reported under MDR ID's # 3005113652-2018-00654 (allergan complaint #(B)(4)), # 3005113652-2018-00655 (allergan complaint #(B)(4)), # 3005113652-2018-00656 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® ultra.